Event description:
The reporter stated that the stopcock closest to the transducer cracked during use. The reporter further stated that they did not know if a transducer holder was used to mount this device or not.